Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: promus element plus 2.50x28mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts at the proximal end of the stent were lifted and pulled distally. The crimped undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05jan2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 80% stenosed, 36mm x 2.50mm target lesion was located in the severely tortuous right coronary artery. The lesion contained a >45 degree bend. A 2.50x28mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient was stable. However, device analysis revealed stent damage.